Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported that their toe was constantly twitching when the implant was on. Patient also has a screw in her knee and believed that it is related patient also reported that the battery had depleted and no longer works. No further complications were noted or anticipated